Event description:
It was reported that the external pulse generator was "not working", and when it was working the pace light was dim. The generator was returned for service. It was indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the report of the device not working, however, analysis did confirm that the pace light-emitting diode (led) was dim. It was also noted that the main printed circuit board (pcb) was out of specification and the upper case and lower case were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis was unable to confirm the report of the device not working, however analysis did confirm that the pace light-emitting diode (led) was dim. It was also noted that the main printed circuit board (pcb) was out of specification and the upper case and lower case were broken.